Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) ¿fell apart¿; specifically, the tip is separating before using. There was no reported patient injury. The device was opened in a sterile field. The device was stored as per labeling. Additional information was requested but not provided. The device will not be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, a 6/7f mynxgrip vascular closure device (vcd) ¿fell apart¿; specifically, the tip is separating before using. There was no reported patient injury. The device was opened in a sterile field. The device was stored as per labeling. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2508004 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿catheter catheter detachment" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.